Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a review of the device history indicated multiple cs 052-0001 alarms on the event date. The pump rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump was exercised for 24 hours with no duplicated alarms. The pump case was removed and no evidence of moisture ingress or damage was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted call service alarm cs 052. The reporter attempted to clear the alarm three times, but the alarm was allegedly recurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.